Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was performed based on the initially provided complaint description as no further information or parts were made available for evaluation. A detailed analysis was not possible so that finally the root cause of the reported ventilator shut down could not be determined. In general, a deviation within the electronic system will lead to a software-controlled restart of the whole electronic system in order to solve the deviation. During the restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After completion of the restart procedure (max. 12 sec), ventilation will be continued with the latest settings. The case in question was continued by replacement of the device without reported patient consequences.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during use on patient the ventilator suddenly shut down. No injury report.